Manufacturer narrative:
Other applicable components are: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2016, product type: catheter. Product ID: 8703w, lot# l45410, implanted: (B)(6) 1997, explanted: (B)(6) 2016, product type: catheter. Analysis of the 8596sc catheter found coring-tears-cuts in the seal. Analysis of the 8703w catheter found a hole caused by the metal pin of the pump connector.

Event description:
It was reported the patient experienced increased tone the morning after pump replacement. The patient was given a bolus and responded. The patient was now back to baseline following dose increases. A catheter dye study was performed with normal results. It was also stated the patient heard audible ticking from the pump. The healthcare provider (hcp) denied hearing a tick in the clinic. The patient was doing well at this time. The patient recovered without permanent impairment. The patient had a neuro surgery appointment scheduled with another hcp. The pump was used to deliver gablofen (baclofen). No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Additional information was received from a healthcare provider (hcp). The pump and catheters were explanted and replaced on (B)(6) 2016. It was reported that there was an ongoing increase in patient dosing after his pump replacement in 2014. It was noted that the patient recovered without sequelae, there was no patient injury, and no rotor or dye study was performed. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.